Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had a power on reset (por) condition. The patient reportedly was about to ¿recharge his back and got the por." It was stated that the patient "did not remember it being the information icon but thought it was the warning icon.¿ it was noted that it was unable to communicate with implant¿ and that ¿it flashed once and from that point on has been unable to make contact." The patient reportedly could not make contact with the programmer and could not get his device fully recharged and had not ¿for several weeks or months.¿ it was noted that it had been taking longer to charge, "about 6-8 hours." It was noted that the patient was going to call his healthcare provider to check the device and clear the por condition. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).